Event description:
The nurse who was looking after the pt said that she checked cuff pressures and it remained at 30 cm of h2o. The pt was not ventilating well and started to develop surgical emphysema. The tracheostomy was then removed and they noticed that the cuff had herniated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned, and failure investigation results provide significant info, a follow-up report will be submitted.